Event description:
Customer reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. Customer is unable to exit the preparing to prime loop. The insulin pump was not bumped or dropped. The drive support cap is recessed. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, a cracked display window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.